Event description:
The customer contacted physio-control to report that their device had all three icons present (charge pak, attention and service wrench) on the display and that the unit would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that there was an ionic contamination on filters fl9, fl10 and fl11 from the analog pcb assembly. The contamination caused leakage current that depleted the internal hlc batteries and the charge-pak assembly. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.